Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the friday prior to the report, the ins battery was low, but the stimulation showed it was on. The patient said her stim was not turned on because she can usually feel it when she coughed. She also mentioned feeling pain and not getting relief. The controller was not recognizing the sitting position. The ins battery was ran down to see if that would help. The stim did come back on after doing this, but it did not stay on. The patient stopped feeling stim, but the controller showed the stim was on. Switching programs did not help and no falls or trauma were noted. The device was set to high frequency settings. No further complications were reported.